Event description:
It was reported to philips that system was unable to boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system was not able to start up. Upon troubleshooting, rse suspected that the issue with ups in the m cabinet. To resolve this issue, field service engineer (fse) went onsite and found that the in-house engineer has system up and working. So, no service has been carried out by philips. To date, no further information was received. The codes were updated based on investigation outcome.